Manufacturer narrative:
It was reported that the luer lock separated from the sample. One photo was taken by the customer which verifies the customer complaint and a quality notification was sent to the manufacturer. From manufacturer's investigation, the root cause is unknown because the photo does not show enough evidence on what generated the condition. A device history record review for model mzxt9001 lot number 24019284 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Event description:
It was reported that bd maxzero multi fuse extension set with needleless connector was separated and leaking the following information was received by the initial reporter with the following ; customer informed me that the IV extension set was leaking and that there have been other incidents of this occurring. This time the luer lock for the set came completely off which it usually is not able to do so.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.